Manufacturer narrative:
This device was manufactured on 10/22/2007, which is prior to UDI requirement implementation. This device does not have an UDI, and no UDI will be listed in this report.

Event description:
This notification is being reviewed due to a user of remstar pro m device alleging that the device started spitting out black particles. There was no report of patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.